Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number- not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into the rv and lv lead, and a spectranetics lld #2 lead locking device (lld #2) in the ra lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the rv lead was removed successfully. Switching to the lv lead, progress was made to the ostium of the coronary sinus (cs), but the lead would not retract, suggesting there was binding at the distal electrodes. However, once the laser passed the proximal electrodes, the lv lead released, but the patient¿s blood pressure dropped, and later stabilized. The extraction proceeded on the ra lead with little resistance, except the blood pressure dropped again, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including bypass and sternotomy. Perforations to the cs and ra were discovered and repaired, and the ra lead was removed. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.